Manufacturer narrative:
(B)(4). We are in the process of obtaining the compliant device for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via our distributor that the port caps on an rt040m vented hospital full face mask were "popping off" during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4) the complaint device was not returned to fisher & paykel healthcare for evaluation despite multiple attempts of contacting the customer. Therefore, our investigation is based on the information provided by the hospital, previous investigation of similar complaints and our knowledge of the product. It was reported that the port caps were "popping off". We have requested additional information from the hospital. However, we did not receive any further information. It is possible that the patients were pulling the caps off from the mask and they may be lost if they are completely detached. The oxygen port caps on the rt040 mask are designed to be removable so that an oxygen line can be attached. These port caps have sufficient retention to remain in place with the pressure inside the mask during therapy. Without the return of the compliant device, we are unable to determine if the port caps or ports were out of specification or damaged.

Event description:
A healthcare facility in (B)(4) reported via our distributor that the port caps on an rt040m vented hospital full face mask were "popping off" during use on a patient. No patient consequence was reported.